Event description:
During a cataract procedure, there was a change in the fluidics in the eye and the anterior portion of the capsule was torn. The procedure was aborted and the pt was referred to a specialist for a vitrectomy.